Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: during the investigation, multiple occlusion alarms were found in the black box. The force at the time of the occlusion was found to be high. The pump¿s ¿ez-prime¿ steps were performed correctly with no alarms. A force calibration test passed within specifications. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened, and moisture was found on the cgm flex and on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.